Event description:
It was reported that the ilet insulin pump¿s touchscreen was cracked after being accidentally smashed against a wall, and the device remained usable; the affected component was the touchscreen and the problem was consistent with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with mechanical damage to the touchscreen resulting in a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.